Event description:
It was reported that the pump experienced a malfunction with a visible malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy, and a replacement pump was issued. The customer received instructions to return the malfunctioning pump using a pre-paid label and understood how to put the pump into storage mode before sending it back.